Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated ventral incisional hernia at the umbilicus thereby underwent open repair with implant of 3dmax mesh (device 1). Per operative notes, ¿an incision was made around the superior to the umbilicus. The hernia sac was dissected out. A 3dmax mesh (device 1) was placed around the umbilicus and secure it with sutures.¿ on(B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia, pain thereby underwent laparoscopic repair with implant of ventralex mesh (device 2). Per operative notes, ¿an incision was made into the abdomen through previous scar. The hernia sac was dissected out. A ventralex mesh (device 2) was placed into the abdomen with previously placed (device 1) and secure it with sutures.¿. On (B)(6) 2018 ¿ patient underwent mesh removal. (Note: there is no information provided in medical record about this procedure). Attorney alleges that patients had abscess, adhesion, obstruction, mesh migration, pain.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.